Event description:
The reporter called in for repair of the canopy because of problem with the zipper. They did not specify which zipper were damaged. They reported that they have serviced the posey bed's in house previously and want replacement parts to do so for this issue. No pt injury was reported. They were told that the posey bed repair is an elaborate process and must be done by posey only. They were advised to put the bed immediately out of use to return it to posey for repair.

Manufacturer narrative:
(B) (4) - zipper issue. Evaluation of the returned product shows that the large window b zipper slider body is open. There is other damage to the canopy not relevant to this complaint. (B) (4).